Event description:
An angled long saber attachment was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.